Event description:
It was reported that the end of service message was displayed. As a result, patient underwent surgical intervention wherein the dbs ipg was replaced. Reportedly therapy was restored.

Manufacturer narrative:
Correction: h6 device code 3189 should have been included in the previous report. B5 narrative was also corrected as the initial report contained incorrect wording.

Manufacturer narrative:
The reported event of replace generator message was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).

Manufacturer narrative:
Event date is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report

Event description:
It was reported that the error message 'replace generator soon "message was displayed. As a result, patient underwent surgical intervention wherein the dbs ipg was replaced. Reportedly therapy was restored.